Manufacturer narrative:
It was not possible to identify the lot number informed in guarantee form. Therefore, it was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) - the dentist reported that 1 year and 4 months after the dental implant was installed in intraoral region 11#, its loss of osseointegration was observed. Moreover, the patient presented bone type iii.